Manufacturer narrative:
Implant date = (B)(6) 2013.

Event description:
A report was received that the patient was feeling heaviness in the cervical area around the lead site. The patient is also experiencing imbalance and weakness in her legs. The physician believes that the paddle lead may be causing her symptoms by compressing on the spinal cord. The patient underwent an explant procedure.

Event description:
A report was received that the patient was feeling heaviness in the cervical area around the lead site. The patient is also experiencing imbalance and weakness in her legs. The physician believes that the paddle lead may be causing her symptoms by compressing on the spinal cord. The patient underwent an explant procedure.

Manufacturer narrative:
The source of the complaint could not be determined as the explanted paddle lead exhibited substantial damages resulted from the explant procedure: -the lead was cut intentionally during the procedure. -electrode #8 and #16 were dislodged. The damage was considered as explant damage and was not considered a device failure. A review of the manufacturing documentation for the explanted device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.